Event description:
Paramedics attended to a person diagnosed in cardiac arrest. After attaching the device to the pt using disposable defibrillation electrodes, the device allegedly displayed a connect electrodes message each time the operator atempted to charge the defibrillator. After shaking the cable, the warning message was no longer displayed and a shock was administered to the pt. Subsequently, the device displayed a continuous connect electrodes message and use of the defibrillator was inhibited. There were no adverse affects to the pt reported as a result of the alleged malfunction.